Event description:
Pt c/o intermittent audible alarm @ home. Pt seen in clinic and sc changed out. Alarm continued at home. Pt admitted for suspected drive line fracture. Alarm only occurred when on batteries. All new batteries and clips provided and alarm resolved.